Manufacturer narrative:
Relevant retention test strips (lot 272166) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. The customer did not return any materials for investigation. Without these materials to investigate, a specific root cause could not be determined.

Manufacturer narrative:
This event occurred in (B)(6). Medwatch field occupation - the occupation is lay user/patient.

Event description:
The patient stated that he received an erroneous result when testing with coaguchek xs meter serial number (B)(4). The patient tested a sample on the meter and the result was 1.7 inr. Within 7 hours, a sample from the patient was tested in the laboratory using an unknown method, resulting as 2.3 inr. No adverse events were alleged to have occurred with the patient. The patient's therapeutic range is 2.5 - 3.5 inr. A product replacement was sent to the patient.